Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse observed that the sensor cable had been disconnected. The fse reconnected the wash sensor cable and then ran daily check without any errors. The instrument was verified to be operating as expected. There was no further action by fse. The most probable cause of the reported event was operational error-disconnected wash sensor connector.

Event description:
On (B)(6) 2017, a customer reported that they were getting wash empty errors with their aia-2000 analyzer. The customer tried two different bottles of wash solution but the error persisted. Technical support advised them to remove and clean the wash bottle electrodes without any success. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and alpha fetal protein patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.